Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Internal file number - (B)(4).

Event description:
The hospital reported that during endoscopic vein harvesting procedures, over the course of six weeks, seven hemopro 2 units would not activate. Replacement units were used to complete the procedures. The hospital did not report any pt effects. The products are not returning as they were discarded. Refer to MFR report #'s 2242352-2011-01346, 2242352-2011-01347, 2242352-2011-01349, 2242352-2011-01350, 2242352-2011-01351, 2242352-2011-01352. Maquet sales rep became aware of reported incidents on (B)(6) 2011.